Event description:
Customer called to report the insulin pump alarmed for no delivery. The nurse with the customer believed that it was a problem with the insulin pump. Troubleshooting was performed. The alarm was resolved by a complete set change. Unable to troubleshoot a past event. Customer did not want to return the infusion set and reservoir for analysis. Advised to call when the alarm occurs so that troubleshooting can be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).